Event description:
Same case as MDR # 2134265-2008-02496, 02497. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The patient presented emergently and was transferred to the cath lab. Following diagnostic tests, it was found that the lesion was located distal to the vein graft in the posterior descending artery (pda) of the right coronary artery (rca) native system. The physician advanced a 3x20mm maverick2 balloon to the r-pda and inflated it to 4 atms for 1 minute 30 seconds, 4 atms for 20 seconds, and 8 atms for 41 seconds. Next, the physician advanced and deployed a 2.5x8mm taxus express 2 drug eluting stent in the r-pda at 10 atms for 43 seconds. Then, the physician advanced and deployed a 2.5x12mm taxus express2 drug eluting stent in the r-pda at 12 atms for 32 seconds. The procedure was completed without complications. Medications used during the procedure included plavix, valium, versed, heparin, fentanyl, and atropine. At 107 days later, the patient presented with angina. The patient was taken to the cath lab where tests showed that the patient had thrombus from the pda of the native rca through the mid to distal portion of the saphenous vein graft (svg) that was connected to the distal rca. An aspiration catheter was advanced to the area of thrombus and the physician removed as much thrombus as possible. Then the physician attempted to advance a 3x15mm maverick2 balloon, but was unable to cross the lesion. The physician removed the balloon and then advanced another 3x15mm maverick2 balloon to the mid rca where it was inflated to 8 atms for 36 seconds. The physician then advanced and deployed a 3x20mm taxus express2 drug eluting stent in the mid rca at 10 atms for 1 minute 3 seconds. The procedure was then completed without further complications. Medications used during the procedure included nitroglycerin, integrilin, fentanyl, versed, and lopressor. The patient was transferred to the cardiac care unit. The next morning, the patient returned to the cath lab and tests revealed that the patient once again had a clot in the same area throughout the mid to distal portion of the svg to rca into the distal portion of the rca. The physician aspirated the thrombus and then advanced and inflated a 4x9mm maverick2 balloon at 8 atms for 31 seconds and 8 atms for 38 seconds in the mid svg rca graft. Then the physician advanced the 4x9mm maverick2 balloon to the mid svg rca graft and inflated to 8 atms for 30 seconds, 8 atms for 15 seconds, 8 atms for 12 seconds, and 8 atms for 8 seconds. The balloon was then removed intact. There was a dissection in the superficial femoral artery, but the physician did not feel that it was related to the balloon used in the procedure. The procedure was completed and the patient was transferred to the cardiac care unit.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.